Manufacturer narrative:
Service was not dispatched. While troubleshooting with beckman coulter technical support, customer found the cause of the leak was due to loose tube fitting on the reagent probe. Customer tighten the tube fitting and that resolved the issue with the leak. Instrument software version is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support reported leaking reagent probe a. No erroneous results generated. The leak was contained. No reports of injury or exposure. Customer was wearing personal protective equipment.